Event description:
The customer reported being hospitalized due to hypoglycemia. The customer was experiencing unexplained low glucose for several hours. Troubleshooting was performed. During the call, was found that the customer has manually programmed a bolus of 24.1 units in her sleep and then suspended the insulin pump at 16.0 units, but the customer denied doing. Reviewed the bolus history and showed the bolus as a user entry. Advised the customer to avoid programming a bolus in her sleep by using the block option and the keypad lock option. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.